Event description:
It was reported the 35nlt was used during a pelviscopy. It was reported by the rep that during trocar insertion, the clear conical tip fell off into the pt's pelvis. The breakage was noticed immediately and the tip was recovered. The case was completed with another trocar.